Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The blood glucose results were 287 versus the lab's 404 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.